Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and fluid on their lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and fluid on their lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the second attempt to have the device and components evaluated, the customer responded and experienced headaches every morning while using the device. Diagnosed with pneumonia two or three years ago and went hospital for it and had breathing issue and use oxygen machine now. Customer stated that these issues are coming from the device. Customer also take thyroid pills. Customer already stop using the old device and waiting for the replacement device from philips but the device has not been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Patient outcome code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.